Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event and the patient began treatment with injection vancomycin, 1 gram, once daily and injection piptas, 1 gram, once daily (routes not reported). At the time of this report, the treatment for the peritonitis was ongoing. The outcome of the event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.